Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to pain during therapy affecting posture and ability to walk. The explanted ipg device was discarded. No further information could be obtained despite good faith efforts.